Event description:
According to the complainant, the hospital had 10-12 incidents where the bushing split as it was placed on anesthesia equipment as set-up. Since each incident occurred at set-up, there was no patient involvement.